Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a footswitch had a loose connection. The timing of the event and patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, footswitch was manufactured on may 6, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. However, it should be noted that this footswitch is over 5 years old and the loosening may be due to normal ware. (B)(4).

Manufacturer narrative:
Additional information: the root cause was confirmed to have been cause from the loose connection which is a result of wear. (B)(4).